Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having t10 - illium po sterior fusion therapy for stenosis. It was reported that the set screw popped out of the screw head and fragments left inside the patient. The loose set screw is still inside the patient. However, the surgeon has no plans to revise the patient. So the part would be left in the patient. Patient had lower back pain. There were no further complications reported regarding the event.

Manufacturer narrative:
B3: event date is unknown. H6 - neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Radiographic image review results: 1. A.p x-ray l-ai(alar iliac) fusion, multiple interbody grafts present. 2. Lateral magnified view one of the iliac screw set screws appears to be out of the screw tulip. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.